Manufacturer narrative:
(B)(4). It was reported during follow up that dianeal peritoneal dialysis therapy was discontinued on an unreported date. Three days before this report was received, the patient was hospitalized again for the peritonitis. The patient was still recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Two days after hospital discharge, the patient began treatment with intraperitoneal vancomycin (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment with intraperitoneal vancomycin was ongoing. Dianeal therapy was ongoing. After three days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. On an unknown date, the patient was retrained on the proper aseptic technique. No additional information is available.